Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient¿s spouse reportedly went to work and upon her return home, discovered her husband had expired. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6) 2022 showed he completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems), and the corner came to the patient¿s residence to pronounce the patient dead. The patient was then taken directly to the funeral home, and no autopsy was performed. The patient had a do not resuscitate (dnr) order in place; therefore, life saving measures were not undertaken. The pdrn stated the primary cause of death was a cardiac arrest, with secondary causes being heart failure, coronary artery disease (cad), and diabetes mellitus. The pdrn stated the location of the patient¿s liberty select cycler is at home, and it¿s return status is currently unknown. Causality was attributed to the patient¿s multiple cardiac comorbid conditions. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s)

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when he expired. Per the pdrn, attributed causality to the patient¿s poor cardiac health (e.g., heart failure, cad). The pdrn stated the patient¿s death was unrelated to the any fresenius device(s) and/or product(s). Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred, causing, or contributing to the patient¿s cardiac arrest and expiration.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
On 7/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient¿s spouse reportedly went to work and upon her return home, discovered her husband had expired. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6)2022 showed he completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems), and the corner came to the patient¿s residence to pronounce the patient dead. The patient was then taken directly to the funeral home, and no autopsy was performed. The patient had a do not resuscitate (dnr) order in place; therefore, life saving measures were not undertaken. The pdrn stated the primary cause of death was a cardiac arrest, with secondary causes being heart failure, coronary artery disease (cad), and diabetes mellitus. The pdrn stated the location of the patient¿s liberty select cycler is at home, and it¿s return status is currently unknown. Causality was attributed to the patient¿s multiple cardiac comorbid conditions. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s)

Event description:
On 7/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient¿s spouse reportedly went to work and upon her return home, discovered her husband had expired. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6) 2022 showed he completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems), and the corner came to the patient¿s residence to pronounce the patient dead. The patient was then taken directly to the funeral home, and no autopsy was performed. The patient had a do not resuscitate (dnr) order in place; therefore, life saving measures were not undertaken. The pdrn stated the primary cause of death was a cardiac arrest, with secondary causes being heart failure, coronary artery disease (cad), and diabetes mellitus. The pdrn stated the location of the patient¿s liberty select cycler is at home, and it¿s return status is currently unknown. Causality was attributed to the patient¿s multiple cardiac comorbid conditions. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.